Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker had the left ventricular (lv) lead plugged into the right atrial (ra) port. During implant one month ago, the impedance values were 1890 ohms. The lv lead had now triggered a lead safety switch, as there was high out of range impedance values greater than 2000 ohms. The lead was in unipolar, and the plan was to increase the out of range limit to 3000 ohms. Device remains in service. No adverse patient effects were reported.